Event description:
On 07/21/06, nellcor puritan bennett received a report of suction problems on a low pressure cuffed tracheostomy tube. The caller reported that they were unable to suction "contamination" from the tube. The caller reported re-intubation was required.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample associated to this complaint is not available for evaluation.